Manufacturer narrative:
The investigation into the aic - purge disc/flag issues has been completed since the initial report was submitted. The console was returned, tested, and visually inspected. Upon examining aic for any visible defects, it was evident that the blue purge disc retainer was broken. The issue of broken purge disk retainer was confirmed. The cause of the issue was a broken purge retainer.

Manufacturer narrative:
The automated impella controller was not received from the customer at the time of this MDR writing, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported at the conclusion of the support for a patient experiencing acute myocardial infarction/cardiogenic shock implanted with an impella cp device, the automated impella controller blue clip broke off when the team removed the purge cassette. There was no report of harm to the patient.